Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. This report is submitted on 8 february 2021.

Manufacturer narrative:
This report is submitted on november 10, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site, and subsequently was treated with oral antibiotics for a duration of 20 days. However, the infection could not be resolved; subsequently, the device was explanted on (B)(6) 2020. It is unknown if the patient has been reimplanted with a new device as of the date of this report.